Event description:
Customer states that nothing happened when the electrode pads were attached to the pt. The police officer performing the rescue stated they attached the AED and pads to the chest of the pt which did not read.

Manufacturer narrative:
The device was sent back to the MFR (csc) but has not been evaluated yet. A follow-up report will be submitted once the investigation is complete.